Event description:
Upon interrogation, the battery voltage indicated premature end-of-life. No issues with the lead were noted and the pt had not rec'd inappropriate shocks. Four hrs later, when the ICD was interrogated a second time, the battery voltage was normal. The decision was made to explant the ICD. At explant, 12 days later, the battery again displayed end-of-life characteristics.